Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cables or exposed wires) has been confirmed. Upon investigation, the belt was unable to recognize the ecgs. The root cause for the failure was the electrode belt wires in the ECG a and b cable were broken at the connector area. The root cause for broken wires could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.